Event description:
It was reported that the motor device was heating up. It was not reported that this event occurred during surgery. It was not reported if there were any delays to a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries or medical intervention. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device serial number was identified upon receipt for evaluation. Therefore, additional information pertaining to the device has been provided. Device serial number: (B)(4), date of manufacture: dec 06, 2005. The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which found that the swivel turned 360 degrees, the thermistor was bad and the motor temperature exceeded manufacture's specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the damage due to misuse, abuse and or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.